Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fungal infection is related to the prevena restor¿ bella·form¿ dressing. The prevena restor¿ bella·form¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and a device evaluation could not be performed. Device labeling, available in print states: optimum use conditions. The prevena restor¿ incision management system will not be effective in addressing complications associated with: ischemia to the incision or incision area untreated or inadequately treated infection inadequate hemostasis of incision cellulitis of the incision area. Warnings. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient¿s wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena¿ dressing is not intended to treat infection, but to reduce bacterial colonization in the fabric. If infection develops, prevena restor¿ therapy should be discontinued until the infection is treated. Allergic response: the prevena¿ dressing has an acrylic adhesive coating and a skin interface layer with silver, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives or silver. If a patient has a known allergy or hypersensitivity to these materials, do not use prevena¿ dressings. If any signs of allergic reaction, irritation or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, patient should consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, the patient should turn off the therapy and seek immediate emergency medical assistance. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2025, the following information was provided by the nurse: the patient allegedly had skin reactions due to the prevena restor¿ bella¿form¿ dressing being too wet causing redness, itching, and discomfort. Trimovate was prescribed and the irritation improved when reviewed again on (B)(6) 2025. On (B)(6) 2025, the following information was provided by the representative: the patient required an additional antifungal cream. The prevena restor¿ bella¿form¿ dressing lot number was not provided, and the product was not returned; therefore, a device evaluation and a device history record review could not be performed.